Event description:
Customer reported a student performed a checkout of the machine and inadvertently left the test plug in the inspiratory limb. The case started, and the customer reportedly experienced difficulty ventilating the pt. The pt was reportedly treated for bronchial spasms. Customer subsequently noted the red test plug, removed it, and manual ventilation started to work correctly. There was no reported pt injury. The plug is used for the low pressure leak check to occlude the inspiratory port. The plug has been designed in such a way to be obvious to the user if left in place during an anesthetic. It is bright orange in color and has a large ring/flange that protrudes around the breathing circuit. It also is made of silicone and thus has a different feel than the other portion of the breathing system. In addition to the visual and tactile clues, there is a cascade of high priority system alarms, both audible and visual, that occur if the test device is left in the breathing circuit during a case.

Manufacturer narrative:
Investigation/conclusion: as stated in the aisys users manual, preoperative tests section, step 1 of the low pressure leak check states, "occlude the inspiratory (right-hand) port." Once the test is completed, the manual states that the user is to "open the inspiratory port and reconnect the breathing circuit."